Event description:
On (B)(6) 2013, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.it was reported that on (B)(6), 2014, the grafts were explanted due to infection. The cause, modality, and date when the infection was identified is unknown. The vasculature was surgically repaired and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications: zofran, coumadin, and toradol. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites), and surgical conversion.additional devices implanted and/or related to this event: pla360400/11114814, pxc141400/11053604, and pxc141000/10957634. The review of the sterilization and manufacturing paperwork verified that these lots met all pre-release specifications.